Event description:
Healthcare professional reported left side capsular contracture "baker v", "intracapsular collection", and "silicone-induced granuloma". The device was explanted. Healthcare professional also reported "painful scars" which were determined to be not device-related.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter fax number: (B)(6). Initial reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture "baker v", "intracapsular collection", and "silicone-induced granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture "baker v", "intracapsular collection", and "silicone-induced granuloma".